Manufacturer narrative:
(B)(4). Evaluation. Device not returned.

Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) during drain 3 of 5 was not confirmed as the device was not returned to baxter. As a result, the cause of the reported difficulty could not be determined. Review of the device's previous service record revealed no issues that may have contributed to the reported difficulty of an iipv. The previous return of the device was not for any issues related to iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm on the homechoice (hc) during drain 3 of 5. The home patient (hp) stated, he was getting ldv alarms all night and stated that his registered nurse (rn) at the clinic told hp to bypass if there are ldv alarms. The hp closed and opened the transfer set and began draining (transfer set was mostly closed). Hp drained 2958ml. Fill volume (fv) is 1000ml. This drain volume meets increased intra-peritoneal volume (iipv) criteria. Product surveillance followed up 08jul2010 with the peritoneal dialysis (pd) who reported hp was new to the cycler and is currently having catheter issues. The nurse reported that the hp's therapy using the cycler has been placed on hold until catheter issues are resolved. The nurse was aware of the hp's overfill and low drain volume alarms. The nurse did speak to the hp after this event and re-educated on bypassing. No patient injury or medical intervention was reported as part of this event.